Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator earlier than expected. The ICD was explanted and a different ICD was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Battery depletion was not out of specification. The device meets 80% of expected longevity.